Manufacturer narrative:
No beckman coulter field service engineer was requested. The customer evaluated the au5800 clinical chemistry analyzer and loaded the new magnesium reagent bottle, recalibrated, reran quality control and repeated patient samples. The failure mode could not be confirmed based on the available information provided. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for magnesium (mg) on their au5800 clinical chemistry analyzer. The low patient results were reported out of the laboratory. As a result, eleven (11) patients were treated with intravenous (IV) magnesium fluids. The customer confirmed patient treatments were discontinued when the laboratory released the corrected mg results. The customer confirmed all 11 patients were not harmed and no additional information was provided. There was no report of death associated with this event. The customer provided the data for eleven patient samples but did not provide patients demographics. This MDR will address change in patient treatment for patient #7.